Manufacturer narrative:
This report was initially filed due to sss being in a two year reporting cycle for ep catheters having a kink distal to the transition point. The investigation revealed that there was not a kink distal to the transition point of catheter. There was a bend in the catheter, which is not a failure mode included within the two year reporting cycle, and there is no history of injury from this reported event type.

Event description:
It was reported that the ep catheter does not angle correctly and does not pull all the way through. The incident occurred during the procedure. There was no medical intervention or adverse consequences, and extended procedure time reported was minimal with no additional risk to the patient. The procedure was completed successfully.

Event description:
It was reported that the ep catheter does not angle correctly and does not pull all the way through. The incident occurred during the procedure. There was no medical intervention or adverse consequences, and extended procedure time reported was minimal with no additional risk to the patient. The procedure was completed successfully.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. The complaint device was visually inspected, and a kink/bend distal to the transition point of the catheter was observed. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution, indicating the device was in acceptable condition prior to release. The most likely root cause is mishandling subsequent to distribution. The instructions for use (IFU) states: "inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions." "Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping." "Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters."